Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had assisted in opening the cubie, but none of the available keys in the cabinet had unlocked. The user had also tried using the refrigerator key, but it had not opened the lock where the item was stored. The tss had advised the user to check with the pharmacy to confirm the correct key combination for the item.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a device failed to unlock due to key issue during medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.